Manufacturer narrative:
The event of lead migration was reported to abbott. The patient has effective therapy. No intervention planned at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's leads had migrated. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.